Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient underwent ipg replacement due to external device stated low ipg. Effective therapy was restored post-op.